Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: the needles are not permeable. Therefore no insulin can get injected.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter: the needles are not permeable. Therefore no insulin can get injected.